Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #65620004822, trilogy acetabular shell, lot #61667056 - manufactured by zimmer (B)(4). No devices were returned for evaluation. The device history record for the liner and shell were reviewed and did not identify any deviations or anomalies in the manufacturing process. These devices were used in the treatment of the patient. The devices have been in vivo for approximately one month. It is reported that a link femoral head was used with trilogy 10 degree poly liner and trilogy acetabular shell. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. However, the extent to which the incompatibility contributed to the issue cannot be determined with certainty. Primary surgery notes dated (B)(6) 2011 and revision surgical notes, dated (B)(6) 2011 were reviewed. The notes were unremarkable and did not yield additional information that could identify the root cause. Review of additional operative notes for the patient, dated (B)(6) 2011, noted that a prior dislocation (on an unknown date) resulted in a closed reduction. Surgical notes, dated (B)(6) 2011 indicate that the prosthesis dislocated in maximum flexion and innenrotation. With the information provided, a specific cause could not be determined with certainty. These devices are used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to multiple dislocations.